Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, patient experienced a loss of connection between the transmitter, receiver, and smart device. No additional patient or event information is available. Data was received but does not reflect the full investigation window. Confirmation of the allegation could not be determined.